Event description:
It was reported that the patient was being prepped and intubate for a normal elective replacement indicator pump replacement and the patient experienced a cardiac code. The pump replacement procedure was aborted. The patient¿s pump still had 8.3 milliliters of drug and a refill date of (B)(6) 2013. There were no concerns with the pump or therapy prior to the date of this report. This device system delivered baclofen. It was further reported that it was not known if the patient was having any symptoms as this was a routine battery change. The patient was and is receiving effective therapy and the replacement had not been rescheduled at the time of the report. It was then reported that the replacement was scheduled for (B)(6) 2013. Further, the patient had a pacemaker implanted the week of (B)(6) 2013. Gablofen was put in the pump on (B)(6) 2013. Lastly, the patient experienced no symptoms at the implant. The cardiac problems were not due to or related to the pump or drug therapy. The pump was successfully replaced on (B)(6) 2013. The patient's current status was not known.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).